Event description:
During an amygdalectomy procedure, an adult pt suffered a 3rd degree burn on the right side of the upper lip, close to the coroner of his mouth.

Manufacturer narrative:
Ellman international's qtee13 electrode was used with a valleylab force fx electrosurgical generator. We were told that the power setting for this procedure was between 12 - 15 watts. The procedure lasted for 30 minutes. A metal retractor was also used during the procedure. The returned electrode was examined under magnification. There is a thin v-shaped cut in the electrode insulation that appears to have been caused by a scalpel or sharp edge of a surgical retractor. This cut is located where the insulated shaft of the electrode was in contact with the pt's mouth leading to the injury. We believe this damage to the electrode occurred during the surgical procedure. Nothing in our production process could cause the cut observed. There is no history of prior customer complaints nor are there any in-process rejections for such damage. We have reviewed product in production and have found no evidence of such damage.